Manufacturer narrative:
Corrected section: a2 (changed age to 65). Internal complaint number: (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 10/30/2019. Photographs were provided by the account. Blood was observed on the delivery device, the seal and the aortic cutter indicating there was an attempt made to deliver the seal into the aorta. The seal was observed inside the delivery device, with the seal opened. The white plunger was depressed in the photographs. An investigation was conducted on 10/30/2019. Signs of clinical use and no evidence of blood was observed. The aortic cutter was not returned for evaluation. The delivery device was returned outside the loading device. The white plunger was depressed and the blue slide lock was engaged. The seal and tension spring assembly was returned outside the delivery device. A crack was observed on the outermost portion of the seal. No other visual defects were observed. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 in., the outer diameter was measured at 0.220 in. The length of the delivery tube was measured at 2.49 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed, but was confirmed for the analyzed failure "crack".

Event description:
The hospital reported that during a coronary artery bypass procedure using hs iii aortic cutter tr unit 4.3mm. The end user inserted the seal loader after punching the aorta with the aorta cutter, but the proximal seal did not come out properly from the loader and could not be used. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hs iii aortic cutter tr unit 4.3mm. The end user inserted the seal loader after punching the aorta with the aorta cutter, but the proximal seal did not come out properly from the loader and could not be used. A replacement device was used to complete the procedure. The hospital did not report any patient effects.